Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose on (B)(6) 2026, which resulted in hospitalization. The patient's wife reported that the blood sugar had been high since the infusion set was no longer in use. No further information available.